Manufacturer narrative:
(B)(4). Evaluation summary: the analysis results found that the blade was received broken and missing. Further analysis was performed and the most likely cause of the fractures in the blade was excessive damage or grind marks at the high stress region along the edge of the blade. These imperfections created a surface that increased the likelihood of fatigue crack initiation. The blades that had a higher level of imperfection on the edge will have a greater change of fatigue crack developing, causing the blade to fracture. Complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the mfg process.

Event description:
It was reported that during a breast procedure, the tip broke off the device and fell into the pt. The tip was retrieved. Unk how the cause was completed. There was no consequence to the pt.